Manufacturer narrative:
Concomitant products: product ID: 3778-45 l, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2011, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. Product ID: 3778-45, serial# (B)(4) implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
It was reported that three days prior to the report the patient had a myelogram done with contrast and thought the doctor hit one of the leads. The patient had stimulation on but turned way down to the point where he could not feel it during the procedure. When the doctor/technician touched the lead he felt the stimulation ¿in his stomach and stuff.¿ stimulation was previously felt in the lower back; stimulation in the wrong location was reported. After the procedure stimulation was turned off. When stimulation was on he felt it shaking in his middle and on his insides, not in the lower back. Stimulation had been off since after the procedure on friday. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.